Event description:
It was reported on (B)(6) 2010 that the lead was explanted due to infection. The lead was originally capped due to insulation damage.

Manufacturer narrative:
Review of quality records.